Event description:
It was reported that a patient who underwent surgery for treatment of scoliosis had a setscrew backout several years post-op. X-ray images returned for evaluation also revealed a crosslink had disconnected from the rod. No revision surgery was reported. No patient complications were reported.

Manufacturer narrative:
(B) (4). The device has not been returned to medtronic for evaluation. X-rays dates (B) (6) 2006 and (B) (6) 2009, were returned for evaluation. Images taken (B) (6) 2006, reveal segmental construct t4-l1 with pedicle screws, crosslinks, tp hooks in l1. All screws are well positioned. Subsequent films show right sided setscrews have backed out at t12 and l1. Crosslink between t12 and l1 has disconnected on the left allowing rod to splay laterally on right.